Event description:
It was reported that since (B)(6) 2017, a gradual increase in pacing lead impedance and capture threshold was observed. The patient was not dependent and did not experience any adverse event. The impedance was out of range high. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure. Patient will continue to be monitored.